Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 21,179 joules the fiber had no power and the aiming beam was firing straight. The fiber was exchanged and at 60,599 joules the aiming beam was firing straight and the metal cap became loose but did not detach. The fiber was exchanged and the third fiber was used to complete the procedure at 67,501 joules. The tips of the failed fibers were not cleaned during the procedure. No harm to the patient reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context due to heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.